Event description:
It was reported that a dye study was performed and a broken catheter was found. A rotor study was also done and no problem was found. The pump was replaced when a ¿short time was left¿ due to the catheter needing to be replaced. There was no patient injury. The device system was used to deliver morphine, 7mg/day. The concentration was reported as ¿20¿ and no unit of measurement was provided. Catheter serial #(B)(4) was not returned to the manufacturer. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Only the pump was returned. Analysis of the pump revealed no anomalies in the pump logs or during non-destructive testing.

Event description:
Additional information was received and it was reported that the dye study showed a hole in the catheter. The patient was ¿doing great now¿.

Manufacturer narrative:
Concomitant products: product ID: 8590-1, lot# n130826, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: accessory. Product ID: 8832, serial#(B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter.(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.